Event description:
The customer reported the unit wound not turn on. No patient involvement was reported.

Manufacturer narrative:
(B)(4): the customer reported the unit would not turn on. No patient involvement was reported. A philips fse evaluated the device and verified the failure. The issue was determined to be a failure of the power pca. The power pca was replaced to resolve the issue. The device remains at the customer's site.